Event description:
The manufacturer received information from a third party service center alleging a ventilator failed to charge its internal battery and a "service required" alarm condition occurred. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery and sensor board were replaced to address the issues.